Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 16 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device, the stent strut was found to be lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.